Event description:
Product gave a leak during use. No patient harm or change in therapy. The unit tested ok during pretest and something happened during the insertion. Agreed it probably was nothing wrong with the tube.